Event description:
During shoulder arthroscopy procedure of the right shoulder, mini-revo screw broke off upon insertion, proximal to the thread. The surgeon did not remove the screw. A second screw was inserted, dr was not happy with the depth and tried to remove it when it broke. Two additional screws were broken. As per user facility, they had trouble getting screws seated in the screw driver. He stated that the insertion was rounded off.